Event description:
Patient developed post procedure infection following novasure ablation.====================== health professional's impression======================unknown, infection is not common.